Manufacturer narrative:
It was noted the questionable troponin t hs stat result of 43.7 pg/ml on the initial report was not reported outside of the laboratory due to being held back in the customer's middleware. Additional discrepant results were provided as follows: sample (B)(6) initial results: (B)(6) 2021 at 15:55: troponin t hs = 11.4 pg/ml and troponin t hs stat = 3.00 pg/ml repeated results:(B)(6)-2021 at 16:52: troponin t hs = 3.00 pg/ml and troponin t hs stat = 3.00 pg/ml sample (B)(6) initial results: (B)(6)-2022 at 21:19: troponin t hs = 13.9 pg/ml and troponin t hs stat = 3.00 pg/ml repeated results: (B)(6)-2022 at 22:02: troponin t hs = 3.00 pg/ml and troponin t hs stat = 3.00 pg/ml second repeated results: (B)(6)2022 at 22:28: troponin t hs = 3.00 pg/ml and troponin t hs stat = 3.00 pg/ml the investigation reviewed the system's alarm trace which included several pre-analytical alarms (abnormal aspiration, sample short, sample foam detection) from all modules in the line. Based on the information given a clear root cause statement is not possible. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer decontaminated the sample probe, checked the cell line, replaced pinch valves, tubing, and sipper probe. Qc and precision testing were performed successfully. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys troponin t hs stat result for one patient sample with a cobas e 801 analytical unit. The initial troponin t hs result was 10.3 pg/ml. The initial troponin t hs stat result was 43.7 pg/ml. On (B)(6) 2021, the repeated troponin t hs result was 11.2 pg/ml. The repeated troponin t hs stat result was 10.7 pg/ml. The questionable result was not reported outside of the laboratory. The reagent lot number was 52368500. The expiration date was requested but not provided.